Manufacturer narrative:
The customer¿s report of incorrect channel ids being displayed on the pump modules was not confirmed during lab testing. Review of the pcu event log verified that channels a and c (which the customer reportedly viewed as a 2nd channel b) were infusing and the other two channels were in an idle state. Approximately 1 minute after both infusions were paused, the pcu switched to dc power (battery). Over the next few minutes there were 14 disconnect and connect events. The pcu reassigned channel labels for each connect/disconnect. During this period no channel disconnect alerts occurred because each device was in an idle state. Inspection of the pcu showed corrosion, contamination, fluid residue, and/or signs of fluid ingress on the pins of both iui connectors, the rear pins of the left iui connector, the contacts of both iui boards, and inside the rear case, directly below the left iui board. Testing of the pcu¿s right iui connector showed that several pins were shorted. The connector was temporarily replaced with a test connector and four test pump modules were connected to the pcu in various configurations. The pcu correctly labeled the channels as a, b, c, and d in each configuration. Communication was maintained with each module during keypresses and test infusions. No disconnects or errors occurred. The cause for the incorrect channel ID display is believed to be poor iui connectivity related to contamination of the pcu iuis. The associated pump modules were not returned for investigation.

Event description:
The customer reported that the device "was found with four attached units - ID's read a, b, b, c. This pc recognized only three. A and second b we running. First b and c were idle. Iui issues did not seem to be enough to cause this odd situation." The customer states that the issue was discovered during a search in a patient care area for devices which were due for pm . The device was in use on a patient at the time of discovery but there was no patient harm associated with the issue; there is no occurrence report from the facility, and no other information is available.

Manufacturer narrative:
Correction: initial reporter address.